Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink chemo-aide dispensing pins leaked. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, forty (40) companion sample and one (1) retention sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The companion sets were also air leak testing and no issues were noted. The retention samples were visually and functionally tested with no issues noted. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.